Event description:
It was reported that after receiving hv therapy that broke an episode of afib with rapid ventricular response, an alert was displayed noting high impedance on the rv lead. The data suggested a loose setscrew in the svc df-1 connector. The physician elected to program the svc coil off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.